Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the issue did not recur. The customer was instructed to continue using the pump and to contact support again if the malfunction recurs.